Manufacturer narrative:
This is an adverse event occured in the united states on (B)(6) 2020. During the surgery with the aspiron s acp system (fca2049), the screw pulled through the plate. The plate was immediately removed from the patient and replaced with a same size product to complete the operation. The product of the issue has been returned, and the DHR(device history record) of it has confirmed that there is no problem. We are currently investigating the specific cause of the issue, and sales of suspension has been notified to us importer until a cause of the issue is figured out. And correction is completed. We will investigate the cause and if there is any further follow-up, it will be reported.

Event description:
This is an adverse event occured in the united states on (B)(6) 2020. During the surgery with the asperons acp system (fca2049), the screw pulled through the plate. The plate was immediately removed from the patient and replaced with a same size product to complete the operation.